Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2010, after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated MDR numbers 1225714-2013-03342, 03343.

Manufacturer narrative:
This is one of two device reports related to the same event MFR# 1225714-2013-03343 and 1225714-2013-03342. Additional information has been requested and will be submitted upon receipt accordingly.

Manufacturer narrative:
This is one of two device reports related to the same event MFR# 1225714-2013-03343 and 1225714-2013-03342. Add'l information has been requested and will be submitted upon receipt accordingly.